Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that when assembling the rigid scope, rattling occurred due to a damaged coupler and a temporary blurry image occurred. In addition, the dirty lens likely occurred due to user handling. Furthermore, the reported ¿black dots,¿ likely occurred due to deficit of pixels caused by cosmic radiation exposure, or metal impurities (such as fe, ni) were mixed into si crystal that is used for material for the charged-coupled device (ccd) image sensor. However, the root cause of these issues could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there were black dots on the image due to deterioration of the head unit. It was also observed that the coupler rattled due to damage to the coupler unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus received information that the subject image was not visible on the hd camera head during an unknown procedure. The device was inspected prior to use without any abnormalities noted. The procedure was delayed by more than 30 minutes, and the patient had to be administered with additional anesthesia. The procedure was completed using a similar device. There was no harm or user injury reported due to the event.